Manufacturer narrative:
No unexpected motor error alarms, battery out limit alerts, weak battery alerts, low battery alerts or failed battery test alarms noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and off no power test. The operating currents were in specification. Motor was tested outside of the insulin pump and passed. The insulin pump was received with blank display due to severely corroded battery cap contacts and tested with a test battery cap and the insulin pump powered on properly. The insulin pump had corroded battery tube noted during testing. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a motor error alarm, battery out limit alarm and weak battery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer declined to troubleshoot for battery out limit alarm and weak battery alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.